Event description:
It was reported to boston scientific corporation that an opti-flex nitinol stone retrieval basket was being prepared for use in an ureteroscopy procedure. Before using the basket, the opening and closing mechanism was checked. During this preparation process it was noticed that the basket wouldn't close. The device was not used and the procedure was performed with a different opti-flex nitinol stone retrieval basket. No pt complications were reported as a result of this event.

Manufacturer narrative:
Info was completed by the MFR based on info obtained from the complainant. The device has not been returned for an evaluation; therefore, an evaluation cannot be performed. The cause of the reported malfunction is undetermined.